Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that cartridge air bubbles were observed in the infusion set tubing. The customer experienced a blood glucose (bg) level of 229 mg/dl. Reportedly, the customer primed the infusion set tubing and delivered a bolus via the pump to address the issue. Customer continued to use the pump for insulin therapy.